Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The reported complaint was not able to be fully confirmed by the photo. The customer also returned one unit of 001205 horizon ti small red 25 pouches with 24 for investigation. The returned unit was an unopened sample in its original packaging. The sample was visually examined with and without magnification. Visual inspection revealed that the packaging was punctured, and that the sterility of the packaging was compromised. It was observed that the damage to the packaging lined up with the raised portions of the cartridge. The damage appeared to have resulted from the horizon cartridge puncturing the packaging from the inside to the outside. No defects or anomalies were observed on the cartridges inside the packaging. A device history record review was performed and no relevant findings were identified. Packaging engineering was consulted as a part of this investigation. Per packaging engineering, the damage indicates a potential storage/shipping issue, but the root cause could not be conclusively determined from the returned sample. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
The complaint is reported as: "(B)(6) 2023, cartridge was found broken during incoming inspection." No patient involvement. Upon inspection of the returned device at the investigation site, it was discovered that the package was actually punctured and the sterility was compromised.